Event description:
Additional information was received that the horner¿s syndrome, vocal cord weakness, and difficulty swallowing were all noted 1-2 days post-operatively. These three events were believed to be related to vns. The patient did not have a pre-vns medical history of vocal cord paralysis, difficult swallowing, or being unable to burp. No causal or contributory programming or medication changes preceded any of the events. The patient¿s vocal cord weakness was evaluated by an ent. The device was programmed on and being managed by the epileptologist

Event description:
On (B)(6) 2013, this patient¿s mother reported that the patient has been diagnosed with horner¿s syndrome by the neurosurgeon who implanted the device and that the left side of her face has been droopy since the day of implant and still is. This has been going on for about six weeks now. It was also stated that, since implant, the patient has not been able to swallow normally and was admitted to the hospital as a result. The patient was also diagnosed with left vocal cord paralysis, but no interventions were being taken. The patient could not burp since implant. The patient¿s mother stated that the neck incision scar looked like a brutal scar; however, the surgeon stated that this occurred because the patient has an unusually thick neck. The device had not yet been programmed on. Attempts for additional information have been unsuccessful.